Event description:
Patient reported that the device generated a result of 17 mg/dl, without having first applied blood, or control solution, to the test strip. Patient's blood glucose was not affected no treatment was received. Technical support requested the return of the suspect device and replacement product was shipped.